Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. The sample was discarded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing of a clearlink vented blood administration set during infusion with cytarabine 570mg in a 250mls 0.9% saline solution. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.